Event description:
Dealer stated the user alleged the display goes to the startup screen and shows charging, but user can drive the chair. It was found that the lockout was turned off in all drives and the end user states this happens about once a week. No injury is alleged.